Event description:
...

Manufacturer narrative:
Per customer, no sample or system issues were noted. Calibration and qc data were acceptable. Issue occurred with lot m911529, and was resolved by switching to lot m007630. Service was not dispatched since this is a reagent issue. Investigation into root cause is on going.

Manufacturer narrative:
(B)(4)

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneous high rheumatoid factor (rf) results generated by the immage immunochemistry system. The erroneous results were reported out of the laboratory. The sample results are between 20 and 23 iu/ml while using lot # m911529. The results are <20 when the customer switched to lot # m007630. Unknown if patient treatment was administered or withheld since the information is not available.